Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the user observed a deep gouge on the bottom of the lower housing. No other details regarding the nature of the event were provided. Since the event occurred at the service center, there was no pt involvement during this event.